Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. (B)(4). Evaluation statement: this complaint is being closed since after multiple attempts to retrieve the product, the product still hasn't been returned for evaluation. If and when the device in question is received, this file will be reopened and its contents made to reflect the results of the evaluation. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed 1 dis-similar complaint and 1 similar complaint for this lot of devices that were released to distribution. We cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the (B)(4) and preventative actions (CAPA) to file USA FDA MDR missed malfunctions. Capa0 to file USA FDA MDR missed malfunctions.

Event description:
This is report 2 of 2 for the same event. It was reported by the affiliate in (B)(6) that during an unspecified surgical procedure, it was observed that two micro qa+ #3/0 eth v-4 w/bit devices came off the inserter; therefore, the surgeon did not use them. According to the reporter, the devices were brand new and on their first use when the issue occurred. There was no delay in the surgical procedure as identical spare devices were used to complete the procedure. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.